Event description:
The customer alleges that the grl blade did not work out of the package. A clear plastic section at the base was missing. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.